Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead alerted for out of range rising impedance that exceeded the upper impedance threshold limit. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the lead alerted again for high defibrillation impedance that exceeded the threshold limit. The alert w as adjusted and the right ventricular (rv) lead remains in use. No patient complications have been reported as a result of this event.